Event description:
An orthopedic surgeon was performing an open reduction when surgeon received a shock from the cord of the pencil that was laying over surgeon's forearm. Surgeon's thumb, index finger and middle finger are numb. The surgeon's medical records were received on 8/31/2000 that indicated a hand specialist was seen who diagnosed the surgeon with neuropathy due to an electrical injury. Surgeon underwent a decompression with carpal tunnel release.